Manufacturer narrative:
(B)(4). See (B)(4) (mfg report # 9615742-2013-02529) for hernia recurrence/subsequent reoperation.

Event description:
According to the reporter, the patient reported experiencing moderate pain with a possible relationship to the device/possible relationship to procedure. There was no intervention for the event and resolved with "sequelae." The patient underwent a re-operation on (B)(6) 2013 to repair a recurrence.

Manufacturer narrative:
(B)(4). A review of the device history records confirmed that this lot of products was reviewed and released according to qa specifications no anomaly was found.